Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including ventricular septal defect. Complications reported included unexpected medical intervention (snare), heart block, device embolization, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: short and mid-term outcomes of percutaneous perimembranous ventricular septal defect closure using amplatzer duct occluders type ii in children and adolescents.

Event description:
The article, "short and mid-term outcomes of percutaneous perimembranous ventricular septal defect closure using amplatzer duct occluders type ii in children and adolescents", was reviewed. The article presented a retrospective, single-center study to evaluate the short and mid-term outcomes of this method in children and adolescents. Devices included in the study were solely amplatzer duct occluder ii (adoii). The article concluded that ado ii appeared to be a safe transcatheter occlusion device for patients with pmvsd, and this method could reduce the severity of tricuspid regurgitation (tr), mitral regurgitation (mr), and aortic regurgitation (ar) with few complications. [The primary and corresponding author was mohammadreza edraki, department of pediatrics, school of medicine, shiraz university of medical sciences, shiraz, iran, with corresponding email: edrakidr@yahoo.com]. The time frame of the study was from july 2019 to september 2023. A total of 102 patients were included in the study, of which all received an abbott device. The average age was 57.50 months, the average weight was 17.0 kg, and the majority gender was male. Comorbidities included ventricular septal defect.